Event description:
Customer's mother reported that her daughter's fs navigator gcm and built-in was reading low, however, she stated the low threshold alarm on the gcm did not sound and she found her daughter passed out on the kitchen floor. She reported her daughter lost consciousness and had a seizure. She treated her daughter with food and denied any third-party medical intervention was required. Child was not seen at a local hospital and no diagnosis was reported. There was not report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for an investigation, and a final report will submitted when the investigation is complete.